Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an unrelated issue. Upon interrogation, it was noted via merlin transmission that an implantable cardioverter defibrillator exhibited right ventricular oversensing due to noise. Programming changes were not suggested as the noise was too large to be programmed around. The patient was stable and will continue to be monitored.